Event description:
Patient scheduled for outpatient inguinal hernia repair using a sorbafix device and bard 3d max mesh. Surgeon reported problems with the sorbafix not firing correctly. The sorbafix was pulled from the field and another substituted and the case proceeded without further complications.